Manufacturer narrative:
Patient identifier, age were not provided. If the requested information becomes available, a supplementary report will be submitted. Implant and explant dates are unknown. Part and lot information are unknown. If additional information becomes available a supplementary report will be submitted. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.

Event description:
Per complaint (B)(4), during clinical procedure, patient experienced loss of implant to osseointegrate.